Manufacturer narrative:
The investigation for the console (aic) loss of opm data has been completed. Data logs were reviewed which showed the pump was inserted into console and had a placement signal unreliable alarm confirming the complaint. This alarm condition was immediately silenced by the user and continued until resolution. The lt log shows this was the only time during the case that the contrast oscillates between +/-3276.8%. And the rtlog at this time shows as the contrast oscillates, the placement signal went to 3002 mmhg as the raw optical sensor was -3276.8 mmhg and snr dropped to close to 1. The console was returned for evaluation. The failure mode was not reproduced during testing. 5s test was run on the console with contrast below specifications which could have influenced the placement signal abnormalities. The cause of the oscillating contrast was not determined since failure mode was not reproduced.

Event description:
The complainant reported a patient was on impella 5.5 support. The automated impella controller (aic) was returned for investigation. During review of the logs, oscillating contrast was found. No patient harm has been reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data analysis: on 10/16, 5.5 pump 524453 was inserted into (B)(6) and on 10/18 at 15:59 had a placement signal not reliable (psnr) alarm ((B)(6) imc psnr.png) confirming the complaint. This alarm condition was immediately silenced by the user and continued until resolution on 10/19 at 7:19 ((B)(6) imc psnr resolve.png). The lt log shows this was the only time during the case that the contrast oscillates between +/-3276.8% ((B)(6) ltlog osc contrast.png). And the rtlog at this time shows as the contrast oscillates, the placement signal went to 3002 mmhg as the raw optical sensor was -3276.8 mmhg and snr dropped to close to 1. Device analysis: the failure mode was not reproduced during testing. 5s test was run on the console with contrast below specifications in 0042-7309 section 23 which could have influenced the placement signal abnormalities ((B)(6) 5s.png). Root cause: the cause of the oscillating contrast was not determined since failure mode was not reproduced. Repair: please replace the optical bench (0042-3015p) as a precaution, then return the old optical bench to pme. Then update the lamp runtime, perform section 23 of pm (0042-7309) and functional check (0042-7316). A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue 2917 as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The customer reported that the device exhibited an optical sensor error.